Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was leak tested and did not pas leak tests. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was initially aspirated and flushed, and the physician noticed a small amount of air inside the flush line and syringe during aspiration. The physician opted to continue the case. After post-mapping, the physician re-inserted the farawave catheter into the faradrive sheath and a large amount of continual air ingress was seen through the hemostasis valve. The issue was not resolved, and the physician attempted to withdraw and re-insert the farawave catheter and attempt to aspirate, however, air was still noticeable. The physician decided to call the case finished at this point. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was initially aspirated and flushed, and the physician noticed a small amount of air inside the flush line and syringe during aspiration. The physician opted to continue the case. After post-mapping, the physician re-inserted the farawave catheter into the faradrive sheath and a large amount of continual air ingress was seen through the hemostasis valve. The issue was not resolved, and the physician attempted to withdraw and re-insert the farawave catheter and attempt to aspirate, however, air was still noticeable. The physician decided to call the case finished at this point. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.